Manufacturer narrative:
A pt who was testing a mirage micro mask for noninvasive treatment noted blisters on her nose. During the night of (B)(6) 2011, the pt developed angioneurotic oedema and went to the hospital around 5am. She was able to leave the hospital on the same day (6pm). It was not reported how long the pt was using the mask prior to the angioneurotic oedema developing, whether she had a history of similar episodes, or whether any treatment was required at the hospital. The device has not been received by the MFR at this stage. There was no report of any permanent injury in this case. Clinical opinion from resmed's (B)(4) states: "the cause of most episodes of angioedema is uncertain, and is often (rightly or wrongly) assumed to be a reaction to food, but is not usually associated with skin contact with materials or chemicals."

Event description:
It was reported to the MFR that a pt developed angioneurotic oedema.